Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual examination found an external insulation abrasion breaching the outer insulation proximal to suture tie impression. The cause of reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited oversensing noise. The lead was explanted and replaced. There were no patient consequences.